Manufacturer narrative:
(B)(4). The device manufacture date is not known. Alleged failure: tip break. Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Use error. Shear pin failure in handle. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the grasper tip broke off in a patient. The broken pieces were retrieved and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Mfg date: the device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the grasper tip broke off in a patient. The broken pieces were retrieved and the procedure was completed successfully.